Manufacturer narrative:
No conclusion code available; the reported field event of an hv charge timeout was confirmed in the laboratory. The device was tested on the bench and no anomaly was found. The hv capacitor was sent to the vendor for further analysis and an internal capacitor anomaly was found. The root cause for the charge timeout was an internal capacitor anomaly.

Event description:
It was reported that the device exhibited an alarm regarding a charge time out. The device was explanted and replaced. The condition of the patient was fine.